Event description:
It was reported that the patient experienced persistent hyperglycemia after reconnecting to the ilet, attributed to an unsecured luer connector that allowed the cartridge to become dislodged, leading to interrupted insulin delivery; the user disconnected, administered a manual insulin injection, and then performed a full supply change before planning to resume therapy. Symptoms included elevated blood glucose reaching 400 mg/dl without reported dizziness, loss of consciousness, or diabetic ketoacidosis. Outcomes included transient loss of therapy effectiveness and the need for user intervention with backup insulin administration. Investigation included troubleshooting and patient education regarding proper connection and supply change steps. Investigation of this case revealed user setup error related to failure to lock the luer connector, resulting in loss of infusion. It was concluded that the event was due to user error with the connector, and the device functioned as designed once supplies were properly installed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.